Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor would not power on) has been confirmed. Upon evaluation, the monitor failed incoming functionality testing. Upon investigation, there was liquid contamination. The cause of the failure was the liquid contamination. The root cause of the liquid contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that monitor sn (B)(4) failed incoming functionality testing.